Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run, and had a sticky trigger. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device had corrosion/rusting/pitting, a sticky trigger, motor damage, electrical control unit (ecu) damage, and the device would not run. It was further determined that the device failed pretest for check for sticky trigger, check function of the device, and check power with the power test bench. It was noted in the service order that pre-operatively the battery reamer was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.